Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: five photos displaying a sealed bulk non-sterile box at different orientations were received and evaluated. It was observed the number (B)(4) was written on the box and no label was present, which was rejectable per product specification. Potential root cause for the missing label defect is associated with manufacturing personnel. For bulk non-sterile product, the labels are applied manually. It is possible the label was not applied properly and became detached while unwrapping the pallet. No batch information was provided to determine the date of manufacture. However, a plant-wide retraining for proper label application to reduce the occurrence of missing labels was completed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastic non-sterile luer-lok¿ tip syringe box had no label on it. The following information was provided by the initial reporter, translated from dutch to english: "customer received 1 box with no label on the box. The serial number on the box is (B)(4). They cannot receive the box without the label."